Event description:
The customer reported that the unit had a red x, it was chirping, and displayed an error message.

Manufacturer narrative:
The unit was evaluated at the philips and the failure was verified. Philips replaced the processor pca, which resolved the reported issue.